Event description:
Please note: this report pertains to the third of three devices that were used during the same procedure. Refer to manufacturer reports # 6000048-2006-00448, 6000048-2006-00449 for a description of the first and second devices. In 2006, it was reported to boston scientific corporation, that resolution clipping devices were used in a therapeutic hemostasis procedure for treatment of a gastro bleed. According to the complainant, the third resolution clipping device would not open. Due to additional trauma caused to the bleed site, the procedure was completed by cauterizing the bleed site. Reportedly, the patient did not sustain any complications or ill effects.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.